Event description:
It was reported that the healthcare professional (hcp) requested to review the ventricular episodes of this pacemaker. It was noted external electromagnetic interference (emi). All impedance measurements was normal and no indication of integrity issue was noted. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.